Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports dr. (B)(6) removed the existing dialysis permcath over the wire. He then inserted the new palindrome 28cm over the wire using the venatrac stylets. He removed the wire and then tried to removed the venatrac stylets. One of the venatrac stylets would not slide out and while trying to pull it out, the blue stylet broke in the catheter. Dr. (B)(6) had to then remove the palindrome and replace with another catheter. This happened late december but the exact date is unknown. No additional information is available.

Manufacturer narrative:
The device history record was conducted based on the lot number received with the returned sample. The DHR review indicated that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The returned product sample consisted of one 14.5 fr tal palindrome with slot catheter, 28 cm implant length, 45cm overall length and an incomplete stylet. A visual inspection was performed and the stylet was found broken into two parts. During the visual inspection, the insertion stylet was removed from the catheter and a complete stylet was introduced into both lumens; there was no catheter occlusion found. The most probable root cause can be due to excessive force used to remove the stylet, resulting in damage to the stylet. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. Insertion stylet inspection is performed per procedure and quality assurance performs tubing inspection per procedure, which would prevent this issue from occurring during the assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.